Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that the saw blade guard was bent. There were no reported adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.